Event description:
It was reported by the clinician that the catheter was being inserted into a pt. They attempted to insert via the sheath over the guidewire and were unable to fully advance the balloon into the proper position. As a result, another balloon was used. There were no pt complications reported. No additional info is available.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.